Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to instability caused by poly wear. The patient's entire hip construct was revised to a competitor shell and liner with an exeter stem and stryker femoral head. Rep confirmed that there are no allegations against the well-fixed shell, stem, or femoral head.